Manufacturer narrative:
(B)(4). A sample was returned to the baxter malta plant for evaluation. Visual inspection revealed that the tube bushing disconnected from the tube. The root cause was attributed to lack of solvent application hence to an operator error. The solvent application method was changed to ensure a more uniform solvent application (medica dispenser). A batch review was performed and no abnormalities were noted.

Event description:
A report was received by baxter (B)(4) from a facility nurse who indicated: the tube of the set was not glued to the drip chamber and leaked unknown chemotherapy drug on the nurse during administration of the medication. The nurse had to go under the shower per hospital protocols.

Manufacturer narrative:
(B)(4). The medication being administered was paclitaxel. The spill occurred near the end of the treatment with 30mls remaining to administer. The (B)(6) female nurse involved in the event and spill was required to go to the staff health clinic for monitoring. The employee will be seen at the clinic in one year. Additionally, the nurse saw her primary physician for evaluation. No issues have been noted at this time. The nurse is a trained chemotherapy nurse who followed hospital protocol when administering the medication. A companion sample was received and sent to the baxter (B)(4) plant for evaluation. This is 1 of 2 reports associated with this incident.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is a product not distributed in the us and does not have a 510k number.